Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoirs have air bubbles in them. The customer's blood glucose reading was 168 mg/dl at the time of incident. Customer indicated that the motor appears to flex on the plastic and allows air bubbles to get into the reservoir. Troubleshooting was declined by customer and indicated that they would call back when air bubbles are experienced to troubleshoot at that time.